Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. The additional microbiological testing indicated no microbial growth for the instrument and the suction channels of this device. Therefore, it cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the all channels of the subject device tested positive for pseudomonas aeruginosa( >100 cfu/100ml). This device had been reprocessed using a non-olympus automated endoscope reprocessor model soluscope serie3 with peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional informations. Olympus medical systems corp. (Omsc) reviewed the manufacturing history of the subject device and confirmed no irregularity. Also, it was confirmed that this device was manufactured on august 6th, 2013. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.